Manufacturer narrative:
Medtronic received additional information that after the uninterruptible power supply (ups) was replaced, the system worked properly, but soon after the system shut down. When looking at the back of the ups, the battery indicator was blinking randomly along with v2. The battery connection was unplugged and the system was restarted. At this point the v2 indicator was no longer blinking. This indicated the issue was being caused by the battery. The battery and ups were going to be replaced because there was concern the battery could have damaged the replacement ups. An update was provided the unit was powered up at 3pm and the self test page was monitored every 15 minutes to watch for any fluctuations in the voltage; there was no change. Then at 5:40pm the main cart shut off and the screen went black. The camera cart screen was still lit up and the power button was blinking blue to indicate it was on back up battery. The main cart was restarted and the system resumed on the admin page. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the batteries and uninterruptible power supply (ups) were replaced. The system then passed the system checkout and was found to be fully functional. H3: a power pack was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The prongs on the returned cable were bent but still intact and usable. The cable passed continuity testing. An ac input cable was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicate. The cable was in good condition and passed continuity testing. The ups and battery have been received by the manufacturer. However, analysis is ongoing at the time of filing. H6: 10, 120, 4307 are associated with the system checkout. 10, 213, and 67 are associated with the power pack and ac input cable. 4118, 3233, and 11 are associated with the ups and battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that while doing cranial cases such as biopsies, the system was on for approximately an hour and no issues of shutting down however during spine cases which went above 4 hours was when the problem presents itself.

Manufacturer narrative:
H3, h6: the system checkout results were updated. It was reported that the system would shut down after a period of time without notice. The power pack, ac cable, ups, and battery were replaced. However, analysis of all these parts showed that all were functioning as intended. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that hardware part(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the main cart unexpectedly shut down. After shutting down, the camera cart would not power on. Reboots through the software and hard were tried with no success. After discharging the uninterruptible power supply (ups) the reboot resolved this issue. Patient present less than an hour delay. No reported impact on patient outcome.